Manufacturer narrative:
On 24th feb 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on initial escalation analysis, a sensor replacement was approved due to system performance. An RMA was issued for the sensor for further investigation. Sensor was returned. Visual inspection showed damaged hydrogel over the long end optics. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. Functional testing of the long end areas was inconclusive due to the damaged hydrogel. No malfunction was observed with the short end sensing areas. Review of in vivo raw data showed depressed signal and reference channels since insertion on (B)(6) 2025. This is potentially due to coagulated blood from the insertion process interfering with the interface of the hydrogel, leading to inaccurate sensor glucose readings. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 23 may 2025. G3. Date received by the manufacturer? 23 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 24, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.